Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the endoscope for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noted that the endoscope was rotating unintentionally. The customer confirmed that there was no obstruction or collision on the endoscope. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer clarified that the image was not inverted and the surgeon only felt that the endoscope rotated a little bit. The customer did not rotate the endoscope manually. The issue did not need troubleshooting as the surgeon was able to control the roll axis of the endoscope. The procedure was completed with the same endoscope. The endoscopes are not available for return, and the issue did not cause any injury. The issue did not cause any change in any of the procedures.